Event description:
Sales consultant reports that during a trochanteric fixation nail (tfn) procedure the reamer broke during placement. The product was being removed from the patient after being drilled and the proximal end that was connected to a chuck sheared off and broke. The surgeon used an awl from the set to complete the procedure and no delay was reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history records report states that the manufacturing documents were reviewed and the product conformed to all requirements.